Event description:
Reporter indicated a patient was noted to have high lead impedance with diagnostics testing on (B)(6) 2013. The patient had noted the vns did not feel as if it working on (B)(6) 2013. X-rays were done which identified a frank lead break. The patient had previously had a car accident on (B)(6) 2012, and it is felt this may have contributed to the lead fracture. The vns was disabled. Surgery to replace the vns is planned, but has not occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.